Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the procedure was to treat a left internal carotid artery. It should be noted that the percutaneous transluminal angioplasty (pta), armada 14, global instructions for use (IFU) states: the device is indicated to dilate stenosis in femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The 2.0 to 4.0 mm balloon diameters are also indicated for post-dilatation of balloon-expandable stents up to 40 mm and self-expanding stents up to 80 mm in the vessels listed above. In this case, it is unknown if the IFU violation caused or contributed to the reported compliant. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4 correction: model number entered.

Manufacturer narrative:
H2: updated the device identification fields to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 1494 device code clarifier- incorrect anatomy.

Event description:
It was reported that the procedure was treat a mildly calcified, mildly tortuous left internal carotid artery that is 90% stenosed. A viatrac carotid balloon was not available; therefore, the 3.0x120mm armada 14 balloon catheter was inflated to 8 atmospheres; however, would not inflate. The device was losing pressure when attempting to inflate. The pressure was released to pull back the pressure pump. Blood was found to flow back the pressure pump. Another armada 14 was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.